Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the during the blood collection process, blood leaked externally, and upon examination, a small crack was found at the piston of the arterial blood collection device, leading to a loss of sealing. The blood collection device was replaced, and a new arterial puncture was performed for blood testing. There was patient involvement, no injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.